Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5 13.2 implantable collamer lens, -06.50 diopter, tore before injection into the eye. There was patient contact and no apparent injury. Another lens was implanted and the problem was resolved. The reporter indicated the event was caused by use error.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken and fibers on the lens surface. Report source is distributor, not user facility. (B)(4).